Event description:
Periodic review of items removed from itotal reusable instrument trays during re-processing was completed. Review showed that three tibial tray impactor tips had broken.

Manufacturer narrative:
Periodic review of items removed from itotal reusable instrument trays during re-processing was completed. Review showed that three tibial tray impactor tips had broken. Review showed that the tips had broken at the point where the tip connects to the impactor handle. Review of inspection records for the affected lot indicate that the impactor tips were manufactured to specification.